Manufacturer narrative:
Follow-up report will be filed if add'l info becomes available.

Event description:
It was reported that while in the cardiac cath lab the md inserted the sheath via the femoral artery. The intra-aortic balloon (iab) was prepped and inserted without incident. The sideport for arterial blood draws on the catheter did not "work." When the sideport was flushed with saline the saline shot out from several small holes in the tubing. As a result, the md removed this iab and requested a second iab. There were no reported pt complications. Reference medwatch 1219856-2008-00025 for the second event involving the same pt.